Event description:
A customer reported a malfunction on their pump but no significant events occurred prior. The customer's blood glucose level was verified to be below 500 mg/dl (27.7 mmol/l), indicating it was within an acceptable range. Technical support provided assistance by giving pump reset information and guiding the customer through the reset process, ensuring the malfunction code did not recur. The pump was confirmed to be operational, and the customer was advised to continue use but to report any future recurrences of the malfunction code.